Manufacturer narrative:
A boston scientific technical services consultant discussed that it was likely that the minute ventilation (mv) sensor oversensed the electrical noise and drove the rate to the maximum sensor rate (msr) during the procedure. The consultant stated that if a magnet had been used during the procedure, the patient's rate could have gone to 100ppm and that is why magnet placement is recommended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in surgery and his heart rate increased to 140 bpm and the patient was transferred to the hospital. A magnet was placed and an increased heart rate was observed again. No adverse patient effects were reported.